Event description:
It was reported that the ilet pump screen was unresponsive during a factor reset attempt, preventing the user from pressing zero, and a replacement device was arranged with instructions to shut down the device and return it, while the user was advised that data would not transfer and to continue glucose monitoring with their dexcom app or receiver. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no injury, no need for medical intervention, and continued therapy management with bg unaffected. Investigation included remote troubleshooting, verification of addresses for shipment, user guidance on device shutdown and data syncing, and coordination for return of the original device. Investigation of this case revealed a user interface malfunction consistent with a screen or input responsiveness issue, with no evidence of systemic device alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was a device interface failure not associated with adverse clinical impact.

Manufacturer narrative:
Investigation description: complaint could not be confirmed or duplicated. Touchscreen was responsive to all buttons and sliders while testing; no issues were encountered. Multiple dry leadscrew runs were completed successfully. No fault was found with the device.